Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have a lung nodule. There is no report of the medical intervention that the patient has received at that time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant on the front panel, bottom enclosure, blower, blower seal, and blower box. The device's downloaded event log was reviewed by the manufacturer and found error e-193. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event, which should have been filed as product problem only. The correct b5 section should be- the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There is no report of serious or permanent patient harm or injury. Section b1, b2, b7, h1, d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to have a lung nodule. There is no report of the medical intervention that the patient has received at this time. The manufacturer has attempted to arrange for the return of the device to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.